Event description:
Customer reported testing with the freestyle meter receiving a result of 101 mg/dl. The customer reported fainting shortly after. The paramedics were called and they performed a test, within 15 minutes, receiving a result of 72 mg/dl. The customer was transported to the hospital. The customer did not know what type of treatment was administered.